Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. A confirmatory test was performed using a different platform and the result was negative. Results were not reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of biogx sars-cov-2 n2 fps was received against the bd max instrument catalog number 441916, serial number (B)(6). The complaint states that the customer had questions about the amount of positives from the n2 and how to pull specified reports. The run files were received and reviewed. Bd service was dispatched. The fse helped pull the required reports for the customer and answered the questions they had on the positives from the n2 target. The complaint is not confirmed as an instrument issue as this is found to be a customer training issue and the complaint was escalated for visibility. The complaint investigation consisted of a review of the service notes pertaining to this issue, the installation/ service history of the instrument and associated complaint trending data. No parts or materials were available for investigation. The root cause is lack of customer training. No new trends, risks, or hazards were identified as a result of the complaint. As a result no corrective actions were initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. A confirmatory test was performed using a different platform and the result was negative. Results were not reported out and there was no report of patient impact.